Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Event description:
Wont turn on. Battery pack: charge failure. Other: specify in comments. Ail sensor assy: faulty. (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode.

Event description:
Wont turn on. Battery pack- charge failure. Other- specify in comments. Ail sensor assy- faulty. (B)(4). Last time was noted as "no reply received" as rur. This time customer stated won't turn on was confirmed due to bad nicad and lithium batteries. Replaced them new batteries. Broken drive module on channel c, broken ail sensor on channel b, and missing pole clamp, replaced them a new drive module on channel c, new ail sensor on channel b, and a new pole clamp assembly. (B)(4).